Manufacturer narrative:
The device was not returned for analysis. An event of valve underexpansion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported valve underexpansion could not be conclusively determined. It is possible that patient anatomy contributed to this event. However, this cannot be confirmed. The reported unexpected medical intervention was result of case-specific circumstances, as a post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) - portico india, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 27mm portico valve was chosen for implant. Prior to procedure, the patient's platelet count was low, 58,000 - 60,000. During procedure, a pre-implant balloon aortic valvuloplasty (pre-bav) procedure was performed with an 22mm non-compliant non-abbott balloon. Rapid pacing at 180bpm was required during procedure. Post-deployment, it was noted the portico valve appeared a little constrained at the middle part. A decision was made to perform a post-bav with a 23mm non-complaint non-abbott balloon. Final implant depth was 6mm and there was no/trace aortic regurgitation and no paravalvular leak at end of procedure. Post-procedure on (B)(6) 2023 the platelet count reduced to 26,000 with no overt bleeding manifestations and anticoagulation was stopped. The patient's platelet count was closely monitored, however, there were no further drops in platelet counts and giant platelets were noted in peripheral smear. The patient was discharged in stable condition and their platelet count had increased to 48,000. It was reported the patient had a history of thrombocytopenia with giant platelets.